Event description:
It was reported that a beta bionics ilet user's screen was showing an empty circle of spinning arrows and they were unable to navigate the screen. The user was adamant that he did not attempt a software update, nor a factory reset. Upon force closing the app, there was an "update failed" notification. The agent walked through setup with the user once again. The ilet was not delivering insulin at this time so blood glucose elevated slightly to 198 mg/dl. There were no further questions or related issues.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.